Manufacturer narrative:
Manufacturer's investigation conclusion: the report of additional driveline fault alarms could not be confirmed as no log files were provided for review. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2021, when the patient received a heartmate ii to heartmate ii pump exchange. (B)(6) was returned and evaluated under MFR # 2916596-2021-03932. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on how to care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31mar2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated. The previous driveline faults and percutaneous driveline repair was reported under MFR # 2916596-2021-02843. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having driveline faults and underwent a percutaneous driveline repair on (B)(6) 2021. At the patient's clinic visit post repair, the patient had some additional driveline faults in the log file history.